Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erratic readings on the adc blood glucose meter within 10 minutes. Results of 28 mg/dl and 230 mg/dl were plotted on a parkes error grid and the results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned for this complaint and a valid serial number was not provided for the strip. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle precision neo h meter was reviewed, and the DHR showed the freestyle precision neo h meter passed all tests before release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information to show if the product has met specifications prior to release. Dhrs (device history review) for all precision strips within expiration at the time of complaint were reviewed, and the DHR review showed that there were no issues identified that could have led to the complaint. , clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was performed for the reported complaint and precision strips, no tripped trends were observed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported receiving erratic readings on the adc blood glucose meter within 10 minutes. Results of 28 mg/dl and 230 mg/dl were plotted on a parkes error grid and the results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.